Event description:
The dealer reported that the alarm was not functioning on the oxygen concentrator. This could prevent a user from being alerted to errors with the concentrator which would cause the unit to shut down, preventing them from seeking an alternative source of oxygen.

Manufacturer narrative:
(B)(4).